Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during testing noted. Pump passed the delivery accuracy test. Pump delivered a bolus properly. No over delivery anomaly noted. Motor passed motor test. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, stained address/serial number label, minor scratched and cracked display window, corroded battery tube and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that they had issues with the insulin pump. They had received a motor error alarm and had previously reported this. The customer was experiencing a low blood glucose. The customer¿s blood glucose during the incident was 61 mg/dl. The customer treated with food. They also reported that the device gave them a bolus that they did not request. They could not stop the bolus and had to disconnect from the device. Their current blood glucose was 56 mg/dl. The insulin pump will be returned for analysis.